Event description:
Siemens became aware of the cios alpha system getting locked during a medical intervention with a pt being present on the table. The system could not be used for approximately 10-20 minutes. The issue occurred due to the operator incorrectly activating a function that regulates radiation parameters. This resulted in poor quality images. The operator made a decision to proceed on a different system. There are no injuries attributed to this event. This issue was reported in (B)(6).

Manufacturer narrative:
The investigation showed that activation of the tech-lock button results in image chain parameters freeze. Activation of the tech-lock button prior to first radiation release leads to parameters freeze which may result in bad quality images. The customer was informed about this system behavior. This information was included in the user manual and distributed via an update instruction xp018/15/s (c&r # 2240869-05/08/2015-0014-c; z-01958-2015). Additionally siemens is planning on illuminating the tech-lock button if kv/ma stop is activated for better visibility. This option will be introduced on systems running on va20 software version. The va20 software version was released via an update instructions xp053/15/s and xp057/15/s (c&r # 2240869-02/26/16-0011-c). This report was submitted march 11, 2016.

Manufacturer narrative:
The reported issue is under investigation and a supplemental report will be submitted once additional info has been received. This report was submitted (B)(6)2015. Customer's address: (B)(6) hospital, (B)(6).